Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an unsterile procedure. It was unknown if the patient was hospitalized for the peritonitis event. It was reported the patient was not treated with medication for the event. Dianeal therapy was ongoing. At the time of this report, the patient outcome was reported as ¿still going on¿. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.